Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate test, low. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ailed flow rate test low, which was reproduced during evaluation. A review of the event history log identified ailed flow rate test low. Evaluation was unable to detect a cause for the issue and proceeded to conduct pressure plate travel. Should additional relevant information become available, a supplemental report will be submitted.